Manufacturer narrative:
The purpose of this investigation was to examine the as-received components. The returned reflection acetabular liner and oxinium femoral head were examined visually, stereomicroscopically, and microscopically. No destructive testing was carried out. The part and lot numbers were visually faint suggesting that the liner was autoclaved. The autoclave process causes dimensional and surface feature changes to the polyethylene material making analysis of the liner inconclusive. Damage as a result of contact with an electrocautery device was observed on the articulating surface of the femoral head below the equator region. The returned components were in good condition with the only noticeable damage resulting from contact with surgical instruments.

Event description:
It was reported that revision was performed due to subsidence. The surgeon does not fault the device.